Event description:
It was reported the subject device had error e222, during set-up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure of e222 error code (scope communication error) was confirmed. The probable root cause was corrosion on the electrical contact. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.